Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, kidney disease, toxicity, death. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, kidney disease, toxicity, death. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the iso port entrance and under ui knob. Pil verified the base unit provided airflow, the known-good, heated hose is recognized when attached, and that the heater plate heats. Pil performed an internal investigation. Internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Slight dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. An internal investigation was also carried out on the humidifier base. Pil observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.